Event description:
It was reported that the tip of the torque limiting driver cracked and would not engage the setscrew. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed the instrument is cracked at the tip from the spring tab to the hex. A review of the device history records found no documentation to indicate a non-conformance to specification.